Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a plastic-like material on the guidewire was inconclusive due to the sample condition. A single photograph of the implicated guidewire was returned for evaluation. The guidewire had been threaded through the dilator and residual material was seen both on the guidewire and within the dilator lumen. The distal end of the guidewire had been circled in the photograph. However, the details that the complainant wanted to highlight were not readily apparent in the photograph. As the submitted photograph did not contain enough information to confirm the event or identify a specific root cause, this complaint will be recorded as inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, during the puncture, it was found that the guide wire was covered with a layer of plastic-like. The puncture could not be performed, the guide wire could not be penetrated, and a new catheter was opened for puncture.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer, during the puncture, it was found that the guide wire was covered with a layer of plastic-like. The puncture could not be performed, the guide wire could not be penetrated, and a new catheter was opened for puncture. No other information was provided.